Event description:
The pt administered excess insulin by priming the pump while attached to the infusion set. The pt experienced hypoglycemia, loss of consciousness, and was treated with glucagon by an md. The pt also reported that subsequent to this event he has lost his sense of taste and smell.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specs at the time of release. The pt stated that he administered excess insulin by priming the pump while attached to the infusion set. The pt reported that although he knows he should not, he frequently primes while attached to the infusion set. The pump user guide instructs users to disconnect from the infusion set prior to priming it. Additionally, the pump notifies the user to disconnect from the infusion set three times during the rewind/ prime sequence. The pt has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.